Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited impaired healing, infection and nickel allergic reaction. Additional information indicated that the patient had a suspected nickel allergy, but unclear if official allergic testing was conducted. The implanting physician believed a hematoma was the cause of incision dehiscence and healing issues. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The crt-d was returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited impaired healing, infection and nickel allergic reaction. Additional information indicated that the patient had a suspected nickel allergy, but unclear if official allergic testing was conducted. The implanting physician believed a hematoma was the cause of incision dehiscence and healing issues. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The crt-d was returned.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.